Event description:
A (B)(6) female patient called zoll customer support to report that one of her batteries wasn't holding a charge. The patient was issued a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery won't hold charge) has been confirmed. Upon investigation the battery pack was unable to recharge or power up a test monitor. The cause for the failure was isolated to corrosion on the battery pca board. The cause for the corrosion was contamination of the battery pack. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the contaminated battery pack. The patient received a replacement battery pack.